Manufacturer narrative:
Additional info: updated a (patient info) and f codes (f26 f1908) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "medtronic received information regarding an imaging system being used for a instrumented spinal fusion procedure. Issue occurred intraoperatively. There was 10 mins of surgical delay and no impact on patient outcome."

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the image acquisition system (ias) was stuck in booting. The mobile viewing station (mvs) monitor booted without issue. The site rebooted several times, and eventually the ias booted fully. The ias was then wrapped around the patient, and a spin was prepared to be taken. At this point, the ias pendant displayed an unknown error message. The system was rebooted an additional time, and upon reboot, the site successfully took a spin and proceeded with the case. There was no further information available.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that upon review of the logs, it was noted that an error was given for power supply (ps1) being out of range. The voltage of ps1 was measured, and it was discovered it was dipping below its threshold of 5.05 vdc and reading 4.81 vdc, occasionally resulting in this error. The procedure for adjusting ps1 was followed, bringing the voltage to 5.14 vdc, resolving the issue. A series of five 3d spins were performed to confirm no further errors or issues were present before returning the unit to the customer for patient use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.